Event description:
It was reported that tip-up fenestrated grasper instrument had broken parts. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken distal clevis at the base of the main tube. The broken piece was returned. Components adjacent to the broken clevis do show damage. Additional observation related to customer complaint: the instrument was found to have a broken main tube approximately 2.0120" from the distal tip. A piece measuring approximately 8.37mm x 5.96 mm was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observation related to customer complaint: the instrument was found to have a broken grip cable and pitch cable at the main tube. The complaint regarding multiple broken parts of the device was confirmed by failure analysis.